Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was difficult or impossible to close and open. The device locked on the tissue. Cautery was used to release the locked instrument. Additional tissue was removed. Another device was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.